Event description:
The customer reported a malfunction after using the pump in a swimming pool. The malfunction was identified as malf 9, but the pump was reset successfully with no recurrence of the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump and provided guidance to contact support again if the issue reappeared. The customer was able to continue using the pump without complications.